Event description:
Patient's lead was removed due to an infection in the knee. The patient was hospitalized for treatment of the issue; treatment reportedly included surgical lavage and drainage of fluid and IV antibiotics.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient's lead was removed due to an infection in the knee. Per follow-up with a representative in contact with the patient, the patient experienced fever, pain, and swelling in association with the reported issue. The patient was hospitalized for treatment of the issue which included surgical lavage and drainage of fluid accumulated in the area of the infection. There was no report of a culture or other testing to further characterize the reported infection. The patient received intravenous (IV) antibiotics in addition to the surgical treatments performed following spread of the infection to the patient's bloodstream, per an update provided by a representative in contact with the patient. The complaint notes that medication was given as well, however no further information was available regarding the type of medication prescribed at the time of the complaint's report, so it is unclear if additional medication was provided in addition to the IV antibiotics. Patient has a history of right knee pain and osteoarthritis. No additional information regarding the patient's status was available at the time of investigation. If additional information becomes available, this investigation will be updated.